Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that actions taken to resolve the retraction failure included the customer carefully pulled back pushwire and microcatheter together out of the stent. (Without retracting the sleeves in the microcatheter.) No causes or contributing factors for the event were identified. The pushwire was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline pushwire could not be withdrawn into the microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right supraophthalmic artery with a max diameter of 4 mm and a 4 mm neck diameter. The landing zone was 3.3 mm distally and 4.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the pipeline implanted and aneurysm treated. It was reported that pipeline deployment was successful but it was not possible to draw back the sleeves at the pushwire back into the microcatheter before removal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a guide catheter, distal access navien 58 catheter, phenom 27 microcatheter, and guidewire.